Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the investigation result in the past, it was likely that the phenomenon occurred due to the following mechanisms: 1.) The distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. 2.) The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. 3.) When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. 4.) The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet." "Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument." "Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument." "If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that during the diagnostic endobronchial ultrasound (ebus), the sheath at the distal end of the single use aspiration needle was damaged and the needle exited the wrong place and punctured the evis eus ultrasound bronchofibervideoscope. The bronchoscope broke causing significant damage in the working channel. The procedure was prolonged by 15 minutes because they exchanged the needle three times. The diagnosis was still able to be obtained with a new functional needle. No medical intervention was necessary for the patient. There was no harm to the patient. This medwatch is related to the following patient identifiers: (B)(6) / bf-uc190f evis eus ultrasound bronchofibervideoscope. (B)(6) / na-201sx-4021 single use aspiration needle. (B)(6) / na-201sx-4021 single use aspiration needle. (B)(6)/ na-201sx-4021 single use aspiration needle.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.